Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient has a problem with the battery. Patient stated that he feels so much pain on the left side. Patient is worried because sometimes it feels like hot chili like something was wrong. 3 weeks ago they started feeling pain in their hip. Patient saw the hcp who sent patient to physical therapy. Patient sated that the physical therapist told patient that the pain is because of the wires and the battery there bothering the muscles. Patient stated that the hcp said they could change it to another place in their stomach but would like to take it off but still have power. Clarified statement patient confirmed he was trying to ask if he can leave devices in body or if he needs to move them. Patient directed to health care professional (hcp). No further patient symptoms or complications were reported in this event.